Event description:
It was reported that during an unrelated surgery, several episodes in vf zone were triggered by noise and two episodes led to inappropriate therapy. The noise was believed to have been caused by an acusector used during the surgery. The patient's condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.